Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited noise. Isometric exercise reproduced noise. No interventions planned at this time. Patient stable prior to, during and following visit.